Manufacturer narrative:
This event has also been submitted to FDA under user report # (B)(4). The information contiained in the user report appears indicate this patient was implanted with a bhr acetabular cup, modular neck, and hemi-head which is in an off-label manner and not an FDA approved use of these devices. The devices involved have not been returned to the manufacturer for analysis.

Event description:
It was reported that revision surgery was performed. The devices had been originally implanted in 2007. The patient reported that intermitted noise occurred during walking, and later reported discomfort and pain in 2010. The patient reported that during revison surgery bone and tissue damage was reported. The patient reports that an excerpt from the surgical report indicates "the pt demonstrated severe metallosis to her left hip. There was a large amount of corrosion at the modular junction between the prosthesis and the thimble. There were no signs of wear on the femoral head and no signs of impingment on either the femoral neck or on the acetabular component.".